Event description:
It was reported to philips that the system would not start. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use. The philips field service engineer (fse) examined the system onsite identified that the x-ray pc was faulty. Review of system log file identified x-ray pc malfunction. The faulty x-ray pc was replaced and returned to philips for further analysis. The analysis confirmed x-ray pc failure due to hdd bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's pcs. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1152-2024). Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.